Event description:
It was reported that one day post implant, there was high thresholds, high impedance, and the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 non defib lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, there was high thresholds, high impedance, and the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the lead was returned and analyzed. Primary analysis revealed no anomalies. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage.